Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, since the device was manufactured over 17 years ago, the power switch damage was likely due to aging; or it was possibly damaged due to excessive force, dropping, or hitting a hard object. Per the legal manufacturer, the other issues identified during the evaluation of the device by the olympus repair center are not reportable malfunctions (i.e., corrosion inside the top cover and main chassis; weak suction force of the suction feet; worn out air pump unit, air joint unit and old tubing). There is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
This event occurred during the procedure but there was no patient harm noted. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the device was noted to have corrosion inside the top cover and main chassis. The four suction feet at the bottom were noted to have weak suction force. Additionally, the power switch was confirmed to have a cracked protective cover with the plastic cap completely removed. Furthermore, air pressure was noted to fluctuate due to a worn out air pump unit, air joint unit, and old tubing. The customer declined the recommended repairs, and the unit was returned unrepaired. Upon the completion of the investigation or if additional information should be provided, a supplemental report will be submitted.

Event description:
As reported, during an unspecified procedure, the 100v maintenance unit's light switch cover broke. There was not reported patient harm or adverse event.